Event description:
In 2006, the patient underwent an endovascular procedure to treat an infrarenal abdominal aneurysm. The aneurysm was excluded and the patient tolerated the procedure. At about 2 days post-op, a follow-up cardiomems showed an increased reading (readings not available). Angiography confirmed a proximal type 1 endoleak. The patient underwent an endovascular reintervention, where a gore excluder aaa endoprosthesis aortic extender component was implanted. The endoleak was excluded and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.